Manufacturer narrative:
(B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The clinician obtained a contaminated needle stick from a used safety device and received post exposure lab work.

Manufacturer narrative:
Investigation: approx 3 samples were received for evaluation. Only one sample of the 3 was of the reported lot # 5225225. The other two samples were unidentifiable and not manufactured in the curitiba site and therefore will not be considered in the analysis. The suspect device was visually inspected and was found to be within conformity of specifications with both functional and aesthetic conditions in accordance with the product. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Manufacturer narrative:
Device evaluation: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5225225. Conclusion: a sample is available for evaluation and the evaluation is in progress. Upon completion of the investigation, a supplemental report will be filed.